Event description:
It was reported that following a left eye (os) trabecular microbypass stent system procedure, a patient who cannot tolerate the glaucoma medication (diamox) presented postoperatively with elevated intraocular pressure (iop) associated with hyphema and stent obstruction (iris into one stent). Per report, a yag laser was performed to treat the reported stent obstruction. Additional information has been requested.

Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling including the risk analysis was completed. Hyphema, elevated iop and stent obstruction are identified as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Each reported event is an established risk associated with use of the device. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Manufacturer narrative:
MFR# reference: (B)(4).

Event description:
Through follow-up, the following additional information was provided. Per report, the patient's prognosis at two (2) month postoperative was described as "feels better" with intraocular pressure (iop) close to preoperative iop.